Manufacturer narrative:
The device was received for investigation on (B)(6) 2020. Customer reported complaints were confirmed in the history only, not duplicated during product complaint investigation. Failure codes n232 proxair a, backprime, n183-proximal occlusion and n251 cassette test failure were found on the event day. No probable cause was found for the errors. Event logs were downloaded. During the delivery test, it was noticed that the "post-infusion" setting is set to "rate" it had to be changed to "kvo" to perform the pvt delivery test. The manufacturing dhrs were reviewed by the costa rica site and it was confirmed that there were no defects found related to this complaint during manufacturing. Stress test was performed based on procedure 588-98633-001, during 6 hours with 250ml/h delivery rate. The test passed successfully without any error. Additionally, there is no evidence of product being tampered or counterfeit. Despite customer experience was historically confirmed, device alarmed as expected meeting product performance specification; therefore, there is not determination of any malfunction that require CAPA escalation.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum 360 infusion pump that the customer reported had alarmed for proximal air while infusing norepinephrine. The customer reported the intravenous fluid was running 14.5 hours prior to getting the proximal air alarm and there were no bag changes during that time. Troubleshooting was done to backprime the air to clear the line and the customer reported a cassette loading error and occlusion. The customer mentioned there were no error codes displayed on the pump. The patient became hypotensive with a systolic blood pressure of 60-70 mmhg and required phenylephrine boluses of 200mcg by the doctor to stabilize the blood pressure.